Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of when loading the lens, iol was hard, did not push up to the tip of the cartridge. Also stated they have used company another lens in which they have loaded the lens into the injector successfully. Additional information was requested.